Event description:
Reportedly, during use in the hilar region in the biliary tree with a very tight structure, the stent would not move backwards and when extra force applied, the stent fractured. Another stent was deployed within this stent without further issues. No device is available to be returned for evaluation. No further information provided.